Event description:
It was reported that during a hand assisted colectomy, the bottom ring portion of the device remained in pt abdomen during the removal of the device. The upper portion was removed without problems. There was no pt consequence. One device will be returned.